Manufacturer narrative:
B5: upon follow up it was reported the patient was discharged from the hospital, antibiotic therapy was discontinued, and the patient was recovered from the peritonitis event (eight days after event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin injection (1gm once in every 3 days, ongoing, route not reported) and ceftazidime injection (1 gm, once a day everyday, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.